Event description:
3/17/99 underwent bilateral removal and replacement of breast implants and bilateral capsulotomy because of intra-capsular leaks. Implants were done in early 1980's in another facility and manufacturer is unknown.